Event description:
It was reported the patient contacted the clinic with complaints of feeling ¿shocks.¿ device interrogation was performed and loss of capture, poor sensing and high thresholds were observed. There was extraneous stimulation at higher outputs. A chest xray was performed and the right ventricular lead was observed to be dislodged and in the right atrium. The lead was programmed off until a lead revision was performed. A lead revision was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).